Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 2.9 mmol/l. Customer experienced symptoms such as nausea, lethargic. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer allege insulin pump was over delivering. The insulin pump will be returned for analysis.